Event description:
End user called to complain that the device did not check the calibration. This was confirmed by phone trouble shooting. The device was replaced and the defective one returned for investigation.